Event description:
It was reported that during an unknown procedure the device could not fire completely at the sixth firing. The firing knob could only push forward 1/2. Changed to tlc to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Incomplete firing the analysis results found that the sr75 reload was received in good visual conditions and with the proximal 44 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. In addition the gripping surfaces broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. No incident related to the reported event was observed during the batch record review.